Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
In association with medwatch 1820334-2018-03538, this report represents a third tunneled turbo-ject® single lumen power-injectable PICC line that was placed in the patients opposite arm on (B)(6) 2018. The device was reported to have fractured where the tubing and hub connect on (B)(6) 2018. On (B)(6) 2018, both basilica veins contained thrombus and a tunneled cvc was placed for completion of antibiotic therapy. This report is related to MDR's: 1820334-2018-03538 and 1820334-2018-03457 as they involve the same patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Corrected data: this field was inadvertently reported as yes under the initial MDR. The initial reporter submitted a report to their national competent authority tga not FDA. Device evaluation the complaint device was not returned. So, a physical inspection of the complaint device was not performed. However, a picture of the complaint device was sent which aided the investigation. Additionally, a document based investigation evaluation was performed. Investigation a document-based investigation reviewed the following: instructions for use, and quality control specifications a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. No lot number was provided; therefore, a review of non-conformance's and complaint lot search cannot be completed at this time. Conclusion based on the information provided, the photos provided, and the results of our investigation, the root cause has been identified as cause traced to device design: design inadequate for purpose. Risk assessment identified that appropriate measures have been initiated to address this failure mode. The appropriate personnel were notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.